Event description:
The manufacturer received information alleging a ventilator screen was totally dark. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and the customer¿s complaint was confirmed. The device's system board was replaced to address the issue. In addition of the above evaluation, the technician performed repair test, alarm checking, battery checking, run testing, and cleaning. The software was confirmed upgraded.